Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was giving a bias current warning. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion: evaluation conclusion: the device has been scrapped by the manufacturer.